Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female], intense tiredness, my health deteriorated over the months [general physical health deterioration], post-exertional malaise, I took several periods of sick leave due to chronic tiredness [sick leave], I had a vasovagal episode while I was in the car [vasovagal attack], severe memory problems [memory disturbance], short-term memory loss, kidney pain, weight gain, headaches, muscle pain, vitamin d deficiency, incontinence, concentration problems [concentration impairment], brain fog & vertigo. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 19-nov-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 43-year-old female patient who had essure inserted (lot no. C38213) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criterion intervention required) and fatigue ("intense tiredness"). Essure was removed on (B)(6) 2023. On unknown date she experienced general physical health deterioration ("my health deteriorated over the months"), malaise ("post-exertional malaise"), sick leave ("I took several periods of sick leave due to chronic tiredness"), presyncope ("I had a vasovagal episode while I was in the car"), memory impairment ("severe memory problems"), amnesia ("short-term memory loss"), renal pain ("kidney pain"), headache ("headaches"), myalgia ("muscle pain"), vitamin d deficiency ("vitamin d deficiency"), incontinence ("incontinence"), disturbance in attention ("concentration problems"), brain fog ("brain fog") and vertigo ("vertigo") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure). At the time of the report, the pelvic pain and fatigue had not resolved. The outcomes for general physical health deterioration, malaise, sick leave, presyncope, memory impairment, amnesia, renal pain, weight increased, headache, myalgia, vitamin d deficiency, incontinence, disturbance in attention, brain fog and vertigo were unknown. No causality assessment was received for essure with regard to fatigue, pelvic pain, general physical health deterioration, malaise, sick leave, presyncope, memory impairment, amnesia, renal pain, weight increased, headache, myalgia, vitamin d deficiency, incontinence, disturbance in attention, brain fog or vertigo. The reporter commented: period of onset: the first symptoms appeared in 2015; I don't remember the exact date my first symptoms appeared in 2015: intense tiredness and pelvic pain. In 2017, I asked my gynecologist if she could remove my implants, but she told me it was the menopause. I still experienced severe tiredness and pelvic pain, and my health deteriorated over the months; I took several periods of sick leave due to chronic tiredness and post-exertional malaise. In (B)(6), I had a vasovagal episode while I was in the car, and my health completely declined. Severe memory problems, short-term memory loss, chronic tiredness, kidney pain, weight gain, headaches, muscle pain, vitamin d deficiency, incontinence, concentration problems, brain fog vertigo. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female], intense tiredness [tiredness], my health deteriorated over the months [general physical health deterioration], post-exertional malaise [post-exertional malaise], I took several periods of sick leave due to chronic tiredness [sick leave], I had a vasovagal episode while I was in the car [vasovagal attack], severe memory problems [memory disturbance], short-term memory loss [short-term memory loss], kidney pain [kidney pain], weight gain [weight gain], headaches [headache], muscle pain [muscle pain], vitamin d deficiency [vitamin d deficiency], incontinence [incontinence], concentration problems [concentration impairment], brain fog [brain fog], vertigo [vertigo]. Case narrative: the below report was received by health authority ansm (reference number: r2531801) on 19-nov-2025. The most recent information was received on 25-nov-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 43-year-old female patient who had essure inserted (lot no. C38213) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2015, she experienced pelvic pain (seriousness criterion intervention required) and fatigue ("intense tiredness"). Essure was removed on (B)(6) 2023. On unknown date, she experienced general physical health deterioration ("my health deteriorated over the months"), malaise ("post-exertional malaise"), sick leave ("I took several periods of sick leave due to chronic tiredness"), presyncope ("I had a vasovagal episode while I was in the car"), memory impairment ("severe memory problems"), amnesia ("short-term memory loss"), renal pain ("kidney pain"), headache ("headaches"), myalgia ("muscle pain"), vitamin d deficiency ("vitamin d deficiency"), incontinence ("incontinence"), disturbance in attention ("concentration problems"), brain fog ("brain fog") and vertigo ("vertigo") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure). At the time of the report, the pelvic pain and fatigue had not resolved. The outcomes for general physical health deterioration, malaise, sick leave, presyncope, memory impairment, amnesia, renal pain, weight increased, headache, myalgia, vitamin d deficiency, incontinence, disturbance in attention, brain fog and vertigo were unknown. No causality assessment was received for essure with regard to fatigue, pelvic pain, general physical health deterioration, malaise, sick leave, presyncope, memory impairment, amnesia, renal pain, weight increased, headache, myalgia, vitamin d deficiency, incontinence, disturbance in attention, brain fog or vertigo. The reporter commented: period of onset: the first symptoms appeared in 2015, I don't remember the exact date. My first symptoms appeared in 2015: intense tiredness and pelvic pain. In 2017, I asked my gynecologist if she could remove my implants, but she told me it was the menopause. I still experienced severe tiredness and pelvic pain, and my health deteriorated over the months. I took several periods of sick leave due to chronic tiredness and post-exertional malaise. In february, I had a vasovagal episode while I was in the car, and my health completely declined. Severe memory problems, short-term memory loss, chronic tiredness, kidney pain, weight gain, headaches, muscle pain, vitamin d deficiency, incontinence, concentration problems, brain fog vertigo. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. Batch number: c38213; manufacture date: 2014-03-31; expiration date: 2017-03-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-nov-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.